Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states patient suffered an intra operative bone fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 01/08/2016 - the patient's medical records were received. The medical records were reviewed for MDR reportability. According to the medical records, upon impacting the sleeve into the proximal femur a nondisplaced oblique crack in the anterior inferior aspect of the femoral neck occured, approximately 3 cm long. The crack was cabeled. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 01/27/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Medical records were reviewed. From a medical perspective, based on the information available, it is not likely the complaint is product related. The investigation can draw no conclusions with the information made available. Corrective action has not been indicated. Monitor via sep-419.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.